Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, based on the following facts obtained from investigation, it was estimated that the "sdi output images are not displayed" was caused by a failure of cm board. However, root cause of the failure of cm board could not be identified. It has been over 2 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
While evaluating a returned olympus video system center loaner device, it was discovered that the unit was not displaying an image. There was no patient involvement during this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, there was no image present due to fa failing printed circuit board. Additionally, the socket locking mechanism had gone bad and was compromising the secure connection. If additional information becomes available following the device evaluation, a supplemental report will be filed.